Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain for two days prior to cloudy pd effluent and diagnosis of peritonitis. The cause of peritonitis was unknown. On the same day, the patient began treatment with cefazolin (1 g, once daily, intraperitoneally) and gentamicin (40 mg, once daily, intraperitoneally) for peritonitis. Six days later, cefazolin and gentamicin were discontinued. On the same day, the patient began treatment with oral curam-duo (875 mg, 125 mg, one tablet each daily orally) for peritonitis. Three days later, curam-duo was discontinued. On the same day, the patient began treatment with cefazolin (1 g, once daily, intraperitoneally) and klion (250 mg, two tablets twice daily, orally) for peritonitis. Two days later, the patient was hospitalized for the event. Two days later, the treatment with cefazolin was discontinued. The next day, the patient was treated with aktil (1000 mg, once daily, intraperitoneally) for peritonitis. Eight days later, the treatment with aktil was discontinued. On the same day, the patient's pd catheter was removed and pd therapy was discontinued and patient was switched to hemodialysis. The next day, the patient was discharged from the hospital. On an unreported date, the patient began treatment with augmentin (500 mg, 100 mg, five times, intravenously with hemodialysis for peritonitis. The patient was recovering from the peritonitis. No additional information is available.